Event description:
It was reported that on (B)(6) 2013, during a procedure to remove a synfix-lr system, eight devices were either broken, bent or compromised during surgery. The surgeon was performing an l-5-s-1 anterior lumbar interbody fusion synfix removal due to the patient having osteomyelitis. The synfix aiming device and implant coupling devices were torqued and significant pressure was put on the devices. The first jointed screw driver broke (serial number (B)(4)) completely off as the surgeon placed it in the last screw. He spun the driver counter-clockwise and the device broke at the joint. The surgeon then used another jointed screwdriver (serial number (B)(4)) to remove the screw and the driver bent where the jointed portion and shaft meet. The implant holder was threaded and after being threaded the nipple portion snapped off while it was being pulled through. The two handles with quick coupling were both bent where they are connected to the shaft during the removal of the last screw on the plate. The end plate elevator was chipped at the top part during removal as well. The surgery was successfully completed. This is report 3 of 13 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR-the manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported that the surgeon does not believe the infection and the synfix system have anything to do with one another. Surgery was delayed 2 hours. It was completed successfully with report of no patient injury.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: it was reported that the surgeon does not believe the infection and the synfix system have anything to do with one another. Surgery was delayed 2 hours. It was completed successfully with report of no patient injury. Device is an instrument and is not implanted/explanted. (B)(4). The synfix-lr system includes the implant holder (03.802.039) and the synfix-lr synthes quick inserter/distractor (03.803.121) to insert synfix implant into the anterior spine. The chu reviewed the drawings for 03.802.039 (se_074581 rev a, se_074574 rev a, and se_074571 rev c). After reviewing these drawings, the chu engineer concluded the design for this instrument is not acceptable for a successful holder. The instrument has a removable m8 cap. A cap not fully threaded on the instrument compromises the implant thread engagement. A removable cap doesn¿t appear to serve any function. In addition, the material for the failed component is (B)(4). The yield strength of this material is half the strength of more common instrument materials. Placeholder.

Manufacturer narrative:
Manufacturing evaluation was conducted. The report indicates that the m3 implant holding spindle on the tip of the implant holder is completely broken off. The broken off portion is not available for investigation. The manufacturing records show that the correct material was used and the production procedure was according to the specifications. A manufacturing conclusion cannot be presented due to the condition of the product. This complaint is deemed indeterminate from a manufacturing standpoint.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process.